Event description:
It was reported that the shield on the relion® insulin syringe was difficult to detach during use, and upon removing it, the needle broke. The following information was provided by the initial reporter: "relion syringe user 3/10ml, 31g, 8mm lot # 8351991 no exp date - found shields hard to remove from 2 10 packs of syringes consumer stated when finally removes the shield from syringe the metal part of the needle breaks off. (Not plastic) she hits with the shield."

Manufacturer narrative:
Investigation: customer returned ten (10) loose 31g x 8mm, 0.3ml relion insulin syringes from lot 8351991. Consumer reported found shields hard to remove. Also, consumer stated when finally removes the shield from syringe the metal part of the needle breaks off. All ten returned samples were examined, then tested to determine the shield removal force. All passed specifications. Each sample was examined for damage to the cannula after being tested for cannula shield removal force: no manufacturing defects were observed. As no evidence of manufacturing defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield on the relion® insulin syringe was difficult to detach during use, and upon removing it, the needle broke. The following information was provided by the initial reporter: "relion syringe user 3/10 ml, 31g, 8 mm lot # 8351991 no exp date - found shields hard to remove from 2 10 packs of syringes consumer stated when finally removes the shield from syringe the metal part of the needle breaks off. (Not plastic) she hits with the shield."